Manufacturer narrative:
(B)(4). Date sent: 03/07/2016. (B)(4). The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 conforming clips; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the lockout failure. No conclusion could be reached as to what may have caused this condition. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the first attempts to clip the vessel, no clip came out. The jaws became stuck. The surgeon pulled the device out of the patient and attempted to clip but no clip came out. The case was completed using another device of the same product code. There were no patient consequences reported.